Event description:
Literature: chermansky cj, krlin rm, holley td, woo hh, winters jc. Magnetic resonance imaging following interstim(r): an institutional experience with imaging safety and patient satisfaction. Neurology and urodynamics. 2011;30(8):1486-1488. Doi 10.1002/nau.21147. Summary: the authors present a retrospective review of 9 patients undergoing magnetic resonance imaging (MRI) following the implantation of a neurostimulator for urinary control. The nine patients underwent 16 MRI procedures and were followed for 0.5 - 5.6 years. Since this was a retrospective chart review, no technical analysis of magnetic fields with respect to lead or stimulator position was carried out. Reportable event: the authors reported one patient (patient 1) experienced a system failure of the neurostimulator following MRI. For this patient, the voltage amplitude was set to zero, and the neurostimulator was turned off; however, the magnet switch was not disabled. The patient underwent a successful MRI without incident. Yet, the neurostimulator did not function with multiple reprogramming attempts. The system was explanted.